Event description:
Patient started coughing and gagging and coughed up some sputum along with a 2 and 1/2 inch piece of a ballard in-line suction catheter. Patient was extubated on (B)(6) 2012. No intervention required.